Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the needle stuck in the shield when removed and the hub separated from the syringe.there was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd tuberculin syringe with bd precisionglide detachable needle, the needle stuck in the shield when removed and the hub separated from the syringe.there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Three open 1ml packaged syringes with needle were received and reported to be from batch #8117778 (p/n 309623). The sample was visually evaluated. The samples were in a container marked bio-hazard and they appeared used so the evaluation was performed through the sample bag. No visual defects were observed. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.